Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has had two infections with the stimulator. The patient stated she was feeling pain as a complication of the neurostimulator. The patient had infection two weeks after implant and it lasted a week. The patient saw the healthcare provider (hcp) yesterday and she has another infection. She doesn't know what is contributing to the infection. It hurts so bad. It is sore and every time she moves it hurts. It is swollen and puffy, and she can't stand to have someone touch it. The hcp gave her and injections for the infection,packet of antibiotics, and a prescription to pick up. The patient called back on (B)(6) 2021 and said the infections has gotten worse and she might have to have the stimulator removed. She has like a boil that looks like it has burst and is bleeding. The hcp sent more antibiotics to the pharmacy. It still hurts but it is not as bad as it was. It is not healing as fast as they hoped. Patient is going into the hcp's office tomorrow. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had the surgery in (B)(6) 2021 and infection in (B)(6) 2021, and (B)(6) 2021. They also stated that they received injections at the site and prescription for antibiotics each time the infection returned. Issue not yet resolved. No further complications were reported/anticipated at this time.